Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument blade was broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. It was confirmed there was no fragment falling into patient, and the broken piece was returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at roughly 0.181¿ from the base. The broken piece was returned.